Manufacturer narrative:
UDI: (B)(4). The pipeline flex will not be returned as it was discarded at the site. The device was not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be conclusively determined. Per pipeline flex instructions for use (IFU): ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ related mdrs: 2029214-2016-00030, 2029214-2016-00031.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. Three days prior, the patient underwent flow diversion implantation to treat a recently ruptured blister aneurysm located near the internal carotid artery (ica) terminus. Follow up imaging showed continued aneurysm growth and the patient needed to undergo retreatment. Proximal and distal landing zone artery size was approximately 4mm. The patient's anatomy was reportedly severely tortuous. All devices were prepared and used as per IFU. During retreatment, a pipeline flex was attempted to be placed. At the first deployment, the distal section of the pipeline flex reportedly did not open. The physician attempted to resheath, but were unsuccessful due to resistance. The system (pipeline flex and catheter together) was removed from the patient. There was no report of patient injury as a result of this event.